Event description:
Adverse event(s): "vision improving" (vision, impaired). Product problem(s): "bent haptic" (bent [haptic]). A user facility reported that during intraocular lens (iol) implant surgery, the haptic was bent and tore into the pt's sulcus. In a follow-up, the surgical manager reported that the iol was removed and replaced with a competitor's iol. The nurse also reported that the pt is healing well and vision is improving. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional info was requested on 06/16/2010, 06/18/2010, and 07/12/2010 by phone, fax, and mail. Additional info was received by phone on 06/17/2010. A completed questionnaire has not been received. (B)(4).